Event description:
The batteries were returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the four (4) batteries ((B)(6)) were returned for evaluation. No device malfunction was reported against the batteries; therefore, the purpose of this analysis is solely to evaluate the devices conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the batteries from performing as intended. Log files covering the event date were not available for analysis. Failure analysis of the batteries revealed that the batteries passed visual inspection. Functional testing of the batteries revealed abnormalities relating to the relative state of charge (rsoc); the batteries were not estimating the capacity accurately. Additionally, functional testing of (B)(6) revealed an abnormality within the cell voltage plot due to a cell pair depleting at a faster rate than the other cell pairs, likely due to the gradual aging of the battery. Functional testing of (B)(6) revealed a cell pair fell below the voltage threshold. Internal inspection of the batteries did not reveal any anomalies. It was noted that the battery (B)(6) had a cycle counts of 325 and there was a time difference of 1326 days between the manufacturing date of the battery and the date of analysis. This indicates that the battery was most likely not in use for an extended period. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. The most likely root cause of the observed degraded cell pair event can be attributed to an expected degradation of the batteries as a result of non-usage over time. The most likely root cause of the observed abnormal relative state of charge event can be attributed to estimation errors. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog #: 1650 / expiration date: 31-aug-2020 / serial#: (B)(6). UDI#:(B)(4). D9: yes, return date: 20-april-2023 h3: yes dev rtn to MFR? Yes h4: mfg date: 16-aug-2019 h5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog #: 1650 / expiration date: 31-aug-2020 / serial#: (B)(6). UDI#: (B)(4). D9: yes, return date: 20-april-2023 h3: yes dev rtn to MFR? Yes h4: mfg date: 16-aug-2019 h5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog #: 1650 / expiration date: 31-aug-2020 / serial#: (B)(6). UDI#:(B)(4). D9: yes, return date: 20-april-2023 h3: yes dev rtn to MFR? Yes h4: mfg date:16-aug-2019 h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.